Manufacturer narrative:
As reported, patient experienced pain post implant of the ventralex st mesh. The source of the patient¿s pain has not been identified by the health professionals treating the patient. Contact information was not provided as such, requests for additional information are not possible. Based on the information reported, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s ongoing pain. The instructions-for-use, supplied with the device list pain as a possible complication. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 398 units. Note, the date of event (04-jun-2025) is considered to be a best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an umbilical hernia repair procedure, patient was implanted with a ventralex st mesh. Post implant patient had pain around the implant. Per information reported, patient had recurrent stomach ache and was impossible to do sport again or live normally. Patient underwent a colonoscopy, (results not provided.)

Event description:
As reported, during an umbilical hernia repair procedure, patient was implanted with a ventralex st mesh. Post implant patient had pain around the implant. Per information reported, patient had recurrent stomach ache and was impossible to do sport again or live normally. Patient underwent a colonoscopy, (results not provided.)

Manufacturer narrative:
As reported, patient experienced pain post implant of the ventralex st mesh. The source of the patient¿s pain has not been identified by the health professionals treating the patient. Contact information was not provided as such, requests for additional information are not possible. Based on the information reported, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s ongoing pain. The instructions-for-use, supplied with the device list pain as a possible complication. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note, the date of event (04-jun-2025) is considered to be a best estimate based on the date of awareness. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to correct the implant date. Updated fields: b4, g3, g6, h2, h10, h11. Corrected field: d.6a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.